Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the surgeon revised the monobloc stem, head, and liner due to the stem being broken. The surgeon removed the proximal portion by hand and then did an osteotomy and used a trephine of the stem to remove it. Surgeon used competitor's super cables to able the femur back together and implanted a competitor's stem and replaced the liner with a new novation g2 xle liner and a competitor's biolox head. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays received. The devices are not not available for evaluation due to the doctor requested to keep them.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Added h6: component code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of a femoral stem fracture. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.